Event description:
It was reported that patient faced issue with infusion set as the tubing came apart and infusion set got detached from the tubing connector on (B)(6) 2026. The infusion set was in use for one day and the site of insertion was right abdomen.

Manufacturer narrative:
E1: event city: (B)(6). Event country: greece. (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.